Event description:
It was reported that during preparation, the aiming beam was misaligned, as the red dot was not properly aligned within the targeting circle. The range in the microscope when using the micromanipulator was not full range. Additionally, the micromanipulators adjustment knob was loose and sliding. No patient involved.